Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from the manufacturer representative. It was reported that the lead was mistakenly implanted intradural. It was difficult to tell via a CT scan, but the physician felt confident it was intradural. The patient¿s weight at the time of the event was unknown. The physician decided to pull the lead out and cut part of the lead. The physician did not want to open the pocket. The physician was going to refer to a surgeon for a paddle lead implant. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the leads were explanted on (B)(6) 2017 and the patient was to be re-implanted on (B)(6) 2017 with surgical paddle leads to address the coverage issue. Pain in the calf was noted. The rep was unsure or unable to verify if the pain in the calf was unable to be addressed with the leads or if the leads/stimulation caused the pain in the calf.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient indicated stimulation was causing the patient¿s legs to jerk. The jerking sensation was not bad when the therapy was turned off; however, it was reported that the patient¿s throbbing leg pain was worse. The scs was for leg pain but the patient did not want to turn therapy back on to see if the leg pain would go away. The health care professional (hcp) was going to order a CT scan to check lead position as the hcp thought that the lead might be in the intradural space. It was noted that the patient also had a pelvic health implant but it was confirmed that the patient had not had any adjustments with the settings of the interstim device. Additional information was received from the manufacturer representative on 2017-06-06 reporting that the issue was not device related and the leads were intradural the hcp tried pulling the leads down to see if that would resolve the patient¿s calf pain but it did not so the leads were removed and cut in order to preserve the battery. The patient was referred to a surgeon for the implant of a paddles lead. It was not known when the patient¿s next appointment for this would be.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.